Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had spotty, inconsistent telemetry and that its cord was frayed near the head. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radiofrequency programmer head had spotty, inconsistent telemetry and that its cord was frayed near the head. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of telemetry issues and a frayed cord and the cable was replaced to resolve. (B)(4).